Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of non-physiological noise resulting in five inappropriate high voltage therapies being delivered. It was further reported that the rv bipolar and rv ring to rv coil impedances were high and the rv lead had an increased sensing integrity counter (sic). It was suspected that the rv lead had fractured. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Received voluntary anonymous medwatch report from FDA, mw5146748. Device details and procedure date unknown.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.